Manufacturer narrative:
Results: a sample was not returned for evaluation. One photo was sent that showed the defect. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the 25 g x .75 in. Bd vacutainer® push button blood collection set with 7 in. Tubing and luer adapter had several broken plastic connectors, this resulted in blood leaks during collection. No injury or medical intervention reported.